Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume intermates had red dots on the tubing (unspecified if inside or external). This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufactured between june 10, 2019 to june 12, 2019. Two (2) devices were received for evaluation. A visual inspection, with the naked eye, was performed which observed a reddish brown particle measured to be 0.15 square mm in size embedded in the material of the tubing line of each device. Since the particle was embedded in the material of the tubing line, it had no contact with the fluid path. The particle was identified with ftir spectroscopy testing (fourier-transform infrared spectroscopy) and found to be consistent with the raw material of the device tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.